Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
It has been reported to philips that the cover of the l-arm of the system detached. The cover was retained by its safety chain and it did not fall. No harm to the patient has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The l-arm rotational cover of the system detached. The cover was retained by its safety chain and it did not fall. The cover was re-installed, the system was checked and confirmed to be in good working order. No harm to the patient or user has been reported to philips. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.